Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 750 mg/dl. The attending physician wanted the insulin pump tested, but the nurse had no supplies at the time of the call. The nurse stated that she would try to get some insulin pump supplies and call back for troubleshooting.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.